Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that they could not secure the cutter into the device during neurosurgery. It was reported that the scrub nurse attached the drill burr and checked that the burr was well engaged before handing it up. The drill burr became disengaged during use. No injuries or med intervention were reported to have occurred. There was no additional info provided.